Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the fasting test result of 72 mg/dl received on (B)(6) 2016 at 07:40am. The customer's expected fasting blood glucose test result range is 103 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 84 and 93mg/dl using ture metrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 06/02/2016. The meter memory was reviewed for previous test result history: (B)(6).